Event description:
71 year old male admitted to acute care with left knee 'djd'. A total knee arthroplasty was performed 8/11/98 without complication. On 8/13/98 the epidural catheter used for post op pain management was discontinued. Upon removal of catheter the question of catheter integrity was noted. On 8/13/98 spinal xrays revealed part of an epidural catheter was retained in the lumbar epidural space. On 8/14/998 an exploration of lumbar soft tissue space with removal of metallica catheter guide was performed. A small 3cm length wire was removed. Spinal films revealed the residual catheter remained located beneath the level of the interspinous space. The neurosurgeon chose not to explore this area at this time, however, will follow out-patient. Examination revealed no sensory deficit in toes or legs. Subsequently, the pt's recovery was unremarkable and he is at the rehabilitation unit doing well.